Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. The root cause could not be identified conclusively the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient with two plus diffuse lamellar keratitis of the right eye one day following lasik treatment; questionably an allergic reaction to the antibiotics. The patient reported a blur. The current regimen was discontinued. A steroid drop was prescribed on a taper, a new antibiotic was begun and the patient will return to clinic in four days. Additional information received; four days following onset the symptoms are continuing. Further information received; the symptoms are reported as improving. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.